Event description:
A baxter service technician reported finding a colleague infusion pump which contained an inoperable pump-head module (phm) keypad - stop key does not work was found. This event occurred during product eval. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. This is involving a pump with software which is categorized as a colleague 2006. No additional info is available.

Manufacturer narrative:
Eval summary: during product eval, a pump with a condition of "an inoperable pump-head module (phm) keypad - stop key does not work" was discovered. Inspection of the device revealed the condition was caused by a defective phm keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.